Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a controller exchange was able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (19jan2022, 21feb2022 ¿ 22feb2022 per timestamp). The driveline was disconnected on (B)(6)2022 at 19:20:08 and the controller was disconnected from power and was shut off at 19:20:09. The driveline was reconnected and the controller was reconnected to power on (B)(6) 2022 at 21:41:11. The driveline was disconnected again on (B)(6) 2022 at 23:24:01 and the controller was disconnected from power and was shut off at 23:24:10. The driveline was reconnected and the controller was reconnected to power on (B)(6) 2022 at 11:15:10. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. Multiple good faith effort attempts were made requesting the serial numbers of the system controllers, the reason for the controller exchange, if multiple exchanges took place, and if product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ addresses how to properly exchange the system controllers. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-01572 it was reported that the patient's log file was submitted for review. A review of the log file revealed a low flow event on (B)(6) 2022 between 21:23 & and 21:43. External power was removed from the controller at 21:43:15. The emergency backup battery (ebb) began operating the system. At 21:43:33, the driveline was disconnected and the pump stopped. Additional information revealed that the backup controller had low flow events intermittently on (B)(6) 2022 between 21:41and 23:24. The log file ended with the pump being disconnected on (B)(6) 2022 at 23:24.